Manufacturer narrative:
This report is associated with argus case (B)(4), aquafresh complete care toothbrush.

Event description:
Gum bleeding [gingival bleeding]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started aquafresh complete care toothbrush. On an unknown date, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh complete care toothbrush was unknown. On an unknown date, the outcome of the gum bleeding and product complaint were not reported. It was unknown if the reporter considered the gum bleeding to be related to aquafresh complete care toothbrush. Additional details: patient reported she used this toothbrush once and a piece of plastic which is sticking out tore her bottom gum and left her bleeding.

Event description:
Gum bleeding / bleeding [gingival bleeding]. Tore bottom gum [gingival injury]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number 52891, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started aquafresh complete care toothbrush. On an unknown date, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh complete care toothbrush was unknown. On an unknown date, the outcome of the gum bleeding and product complaint were not reported. It was unknown if the reporter considered the gum bleeding to be related to aquafresh complete care toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patient reported she used this toothbrush once and a piece of plastic which is sticking out tore her bottom gum and left her bleeding. Follow up was received on 20 june 2016. This case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a (B)(6) female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number 52891, expiry date unknown) for oral hygiene. On (B)(6) 2016, the patient started aquafresh complete care toothbrush (unknown) at an unknown dose and frequency. In (B)(6) 2016, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant and other: gsk medically significant) and gingival injury. Aquafresh complete care toothbrush was discontinued on (B)(6) 2016 (dechallenge was positive). In (B)(6) 2016, the outcome of the gum bleeding and gingival injury were recovered/resolved. It was unknown if the reporter considered the gingival injury to be related to aquafresh complete care toothbrush. Additional details to follow up, the patient stated first time use of product. However the consumer stated she used this product on previous occasion. A piece of plastic was protruding from the side of the toothbrush bristles. As she brush her bottom teeth it cut her gum and left her bleeding. She rinsed her mouth with salt and water. The product complaint reference ID was pending.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started aquafresh complete care toothbrush. On an unknown date, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh complete care toothbrush was unknown. On an unknown date, the outcome of the gum bleeding and product complaint were not reported. It was unknown if the reporter considered the gum bleeding to be related to aquafresh complete care toothbrush. Additional details: patient reported she used this toothbrush once and a piece of plastic which is sticking out tore her bottom gum and left her bleeding. Follow up was received on 20 june 2016. This case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a (B)(6) female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number (B)(4), expiry date unknown) for oral hygiene. On (B)(6) 2016, the patient started aquafresh complete care toothbrush (unknown) at an unknown dose and frequency. In (B)(6) 2016, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant and other: gsk medically significant) and gingival injury. Aquafresh complete care toothbrush was discontinued on 26th may 2016 (dechallenge was positive). In (B)(6) 2016, the outcome of the gum bleeding and gingival injury were recovered/resolved. It was unknown if the reporter considered the gingival injury to be related to aquafresh complete care toothbrush. Additional details to follow up, the patient stated first time use of product. However the consumer stated she used this product on previous occasion. A piece of plastic was protruding from the side of the toothbrush bristles. As she brush her bottom teeth it cut her gum and left her bleeding. She rinsed her mouth with salt and water. The product complaint reference ID was pending. Follow-up information received on 14 july 2016: batch details updated. Batch number for aquafresh complete care toothbrush was (B)(4).

Manufacturer narrative:
Report 9615008-2016-00006 is associated with (B)(4), aquafresh complete care toothbrush. Qa report received on 22 august 2016: root cause analysis: we suspect that the damage was caused by a folding plate that is mounted at the conveyer belt. In the case that the brush is not placed centered by the feeder at the conveyer belt, the brush head was pinched and damaged during transportation. Corrective actions: a guide rail was fitted to the upper part of the conveyor belt to ensure that all handles properly aligned and there are no more positions where handles may be pinched. Decision of classification: substantiated. The detected defect is a manufacturing error.

Event description:
Gum bleeding / bleeding [gingival bleeding]. Tore bottom gum [gingival injury]. Bleeding [hemorrhage]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number 52891, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started aquafresh complete care toothbrush. On an unknown date, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh complete care toothbrush was unknown. On an unknown date, the outcome of the gum bleeding and product complaint were not reported. It was unknown if the reporter considered the gum bleeding to be related to aquafresh complete care toothbrush. Additional details: patient reported she used this toothbrush once and a piece of plastic which is sticking out tore her bottom gum and left her bleeding. Follow up was received on 20 june 2016. This case was reported by a consumer via call center representative and described the occurrence of gum bleeding in a (B)(6) female patient who received gsk toothbrush (aquafresh complete care toothbrush) toothbrush (batch number 52891, expiry date unknown) for oral hygiene. On (B)(6) 2016, the patient started aquafresh complete care toothbrush (unknown) at an unknown dose and frequency. In (B)(6) 2016, an unknown time after starting aquafresh complete care toothbrush, the patient experienced gum bleeding (serious criteria gsk medically significant and other: gsk medically significant) and gingival injury. Aquafresh complete care toothbrush was discontinued on (B)(6) 2016 (dechallenge was positive). In (B)(6) 2016, the outcome of the gum bleeding and gingival injury were recovered/resolved. It was unknown if the reporter considered the gingival injury to be related to aquafresh complete care toothbrush. Additional details to follow up, the patient stated first time use of product. However the consumer stated she used this product on previous occasion. A piece of plastic was protruding from the side of the toothbrush bristles. As she brush her bottom teeth it cut her gum and left her bleeding. She rinsed her mouth with salt and water. The product complaint reference ID was pending. Follow-up information received on 14 july 2016: batch details updated. Batch number for aquafresh complete care toothbrush was m42642000. Qa report received on 22 august 2016: root cause analysis: we suspect that the damage was caused by a folding plate that is mounted at the conveyer belt. In the case that the brush is not placed centered by the feeder at the conveyer belt, the brush head was pinched and damaged during transportation. Corrective actions: a guide rail was fitted to the upper part oft he conveyor belt to ensure that all handles properly aligned and there are no more positions where handles may be pinched. Decision of classification: substantiated. The detected defect is a manufacturing error.